Event description:
The customer reported to baxter (B)(4) of a anti-reflux pca y set in which "the tubing is "cracking" near the check valve." It is unknown when the event occurred. Patient involvement is unknown at this time. The customer reported the they are using this product for their tpn administration so the part that is cracking is being attached to the (B)(4). No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.